Event description:
It was reported that a malfunction alarm occurred with a displayed code of malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after resetting; the customer was advised to monitor for any future occurrences and to call back if the malfunction code reappeared.